Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Evaluation, method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) submission name for MFR report # 2023526-2014-00691 is incorrect. Submitted 09/23/2014. Correct submission name: MFR report # 2023826-2014-00691.

Event description:
The reporter indicated the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens in patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem. On (B)(6) 2014, patient's last visit; ucva was 20/13.